Manufacturer narrative:
The device was not returned to olympus for evaluation, and the customer's allegation could not be confirmed. The device was disposed of prior to identifying the lot number. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the single use biliary drainage stent v was difficult to explant from the patient, very rigid, and risked breakage after 3 months of implantation. The issue was found during an unidentified, therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.